Manufacturer narrative:
No UDI available as product is approved ous only, but similar product approved in the us. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that a check atrial lead alert was generated. Review of the stored data identified a marked drop in pacing impedance with decreased/loss of atrial sensing 9 months ago. No out-of-range impedance measurements were observed. The lead was assessed in unipolar configuration and intermittent capture with some phrenic nerve stimulation occurred. Slight noise was noted during gentle movements but appeared to be filtered out as appropriate sensing was confirmed. The lead was re-programmed to unipolar pacing and bipolar sensed configurations, output 3.0v @ 1.2ms. Due to the programming changes, the patient will be scheduled for more frequent checks to confirm normal device operation. The system remains in service and no adverse patient effects were reported.